Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (serial #, expiration date), d6, h4. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. H11: corrected data: corrected section b5.

Event description:
Edwards received information that a 21mm 3000j aortic pericardial valve, implanted approximately twelve (12) years and five (5) months, was explanted due to aortic stenosis and regurgitation secondary to structural valve deterioration. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. There was no allegation of device malfunction.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and structural valve deterioration were confirmed through observed calcification. Stiffened leaflets may contribute to regurgitation. As received, a section of the sewing ring around leaflet 3 was cut away from the rest of the valve and appeared to match up with the valve. Valve also returned with all three leaflet fragments cut off from the valve. Cut off leaflet fragments could not be completely matched up to valve. X-ray demonstrated moderate calcification on all three of the leaflet fragments and on the remaining leaflets of the valve. Calcification would restrict leaflet mobility and lead to stenosis. The cut wireform was also bent inward near commissure 3 around leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Wireform was exposed at the cut off sewing ring area and around leaflet 1 on the outflow aspect. A suture remained attached to the sewing ring around leaflet 2. H10: additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, it was determined that the root cause of this event was moderate calcification on all three (3) leaflets as demonstrated in the device evaluation, in which it would restrict leaflet mobility and lead to stenosis. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 21mm 3000j aortic pericardial valve, implanted approximately twelve (12) years and three (3) months, was explanted due to aortic stenosis and regurgitation secondary to structural valve deterioration. The device was explanted and replaced with a 21mm 11500aj valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. There was no allegation of device malfunction.